Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review for the 14fr. Introducer passed all the post sterile inspection checks. Regarding the ischemia, in order to make a cause determination, all of the clinical details would have to be provided. The cause of the ischemia was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. Related medical device reports: this impella introducer device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the demise outcome.

Manufacturer narrative:
Patient- and product-specific information: a4: weight, d4 expiration and unique device identifier and h4 device manufacture date are unknown/unavailable at the time of this MDR writing. Medical safety review. Medical safety review of the event was completed. There is not enough information to exclude the impella cp pump 1 as an associated factor to the patient¿s outcome. Regarding the introducer, there was ischemia and the physician decided against a fem-fem bypass. However, this is a serious injury attributed to the introducer. Of note, the impella cp pump 2 device was never inserted/used; only opened. Thus, there is no complaint for the impella cp pump 2. Device status. The impella introducer was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella introducer device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp, which is associated with the demise outcome.

Event description:
A patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support (mcs). And experienced complications involving the impella cp and the impella introducer. The patient subsequently expired the same day of implant. The patient presented with shortness of breath and underwent a left heart catheterization that revealed calcified stenosis of the left anterior descending artery (lad). Surgery was consulted and the decision was made for percutaneous coronary intervention (pci). During the pci, the patient formed thrombus in the circumflex artery and left anterior descending artery post shockwave. The decision made at this point to implant an impella cp device as bailout through the right femoral artery in order proceed with aspiration of the clot. Proper position was verified by fluoroscopy and the impella cp was flowing 2.7l/min at p6. After impella insertion, the physician continued with the procedure, aspirating the clot and placing drug-eluting stent to the distal lad noted with "great angiographic results." Postprocedure it was decided to remove the 14f peel-away sheath and advance the repositioning sheath. Due to the patient's body habitus and a possible hematoma, the repositioning sheath could not be advanced into the artery. Therefore, a .035 wire was inserted through the repositioning port and access was regained to the artery. The decision was then made to remove the initially placed impella cp and insert another 14fr sheath and a new impella cp. The new impella cp was opened and prepped. Prior to inserting new impella cp, an angiogram of the right femoral artery was taken, and it was shown that the 14fr sheath was occlusive. It was recommended to do an external fem-fem bypass; however, the physician decided against it. A dry closure technique was used to downsize the 14fr to a 9fr sheath using one proglide. The patient became bradycardic and lost pulsatility. A heroic effort was made to stabilize the patient but to no avail. The patient expired.